Manufacturer narrative:
The patient sample was sent to the manufacturer for investigation. The customer's result was reproduced. The sample was tested by a neutralization assay method and immunoblot. The sample was positive for toxoplasma igg by both methods. Toxoplasma igm was negative. The positive toxoplasma igg was most likely due to the immunoglobulin therapy received by the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for samples from one patient tested with the elecsys toxo igg immunoassay (toxo igg) on the cobas 8000 e 602 module with serial number (B)(4). On (B)(6) 2017 the patient was negative for toxo igg. The patient was 8 ¿ 9 weeks pregnant at this time. On (B)(6) 2017 a sample drawn from the patient on (B)(6) 2017 was toxo igg positive (33.86 iu/ml) and was negative for toxo igm, also by the roche method. On (B)(6) 2017 the sample was repeated and was positive for toxo igg (33.42 iu/ml). Toxo igg avidity was not performed. The positive toxo igg result was reported to the medical doctor. The sample was sent to another laboratory using the liaison/vidas analyzer. Toxoplasma igg was negative. A new sample was drawn for confirmation. On (B)(6) 2017 the sample was toxo igg positive (27.90 iu/ml) and toxo igm negative. The customer believes the toxo igg result may be a false positive due to "biotin auto-antibodies or due to crossreactivity with ig therapy." There was no allegation of an adverse event.